Event description:
It was reported by the customer's mother that the customer was unable to get their blood glucose level below 200 mg/dl. Customer is sensitive to insulin and if he is at 600 mg/dl and he takes 3 units, he will bottom out. Starting a month ago, the customer would need to get a 2nd bolus every time, especially at night. Customer wears a dexcom and it reads high. Customer's mother stated that it has been happening for a month and it is getting worse. Customer has a high reading and needs to give 1 unit every hour. Customer saw their endocrinologist and they increased their basals. Customer is wearing the mios. Customer's blood glucose level was currently 488 mg/dl. Customer treated with a bolus from the pump. Customer's mother stated that he is getting some ketones but is not having any symptoms. Customer has a back-up plan of manual injections. Customer's mother will call back to finish troubleshooting with the high pressure test. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.